Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion cannulas bent during insertion. This occurred two times on (B)(6) 2011 and then three times on (B)(6) 2011. Infusion headsets were inserted manually, and pt reported the cannulas bent when she removed the insertion needle after insertion. There was no insulin leakage. No physiological effects were experienced. Nothing else unusual was noted when using the infusion sets. Alleged infusion sets were discarded and will not be returned for eval. Pt will contact her supplier for replacement product. The pt did not require assistance from a health care professional or second party to address the issue.